Event description:
Call received from reporter with complaint of false-positive readings from the sweat patch which is a device use for methamphetamine drug testing. The reporter stated that her daughter has been in treatment since (B)(6) 2025 and has not used any drugs for months. Her daughter's children (12-year-old and 15-month-old) were taken away to foster care on (B)(6) 2025. Reporter stated that her daughter's urinalysis shows no drugs in her daughter's system, but the patches keep coming up positive. Reporter stated that drug testing solutions is the company that sends the patches for testing where, there is a long period of time between the test date and when the patches are received for the testing and was wondering if this might cause a problem with results. The family has been trying to get custody of the children but to date, have been unsuccessful.